Event description:
The patient was enrolled in the (B)(6) registry in (B)(6) 2019. It was reported that in (B)(6) 2019, the same day as the aortic valve implant procedure, the patient developed left bundle branch block (lbbb). Prior to the index procedure, an anticoagulant was given and the patient received a loading dose of 300 mg of clopidogrel and 300 mg aspirin. A lotus introducer was inserted and advanced into position and the aortic valve was treated with balloon aortic valvuloplasty (bav). The aortic valve was subsequently treated with deployment of a 23 mm lotus edge valve. There was correct positioning of the lotus edge valve into the proper anatomical location without the need for repositioning nor retrieval. On the same day as the aortic valve implant procedure, the patient developed left bundle branch block (lbbb). No conduction disturbance was noted post balloon valvuloplasty at the time of index procedure. No diagnostic tests were performed, and no action was taken to treat the event. Five days later, the subject was discharged on aspirin and clopidogrel. Eighteen days later the event was considered to be recovered / resolved.